Event description:
Patient reported left side "preventative replacement." Healthcare professional later reported "seroma." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional further reported "chronic nonspecific inflammation".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Seroma: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Creases are observed. Wear abrasion is observed. Red particles were observed on the shell.